Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred during the loading sequence. Customer's blood glucose was 180-181 mg/dl. Customer reverted to using insulin pens for insulin therapy.